Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in (B)(6) 2017, the subject was hospitalized due to chronic heart failure and thoracentesis was performed. The subject was discharged from the hospital. In (B)(6) 2017, the subject was hospitalized for non-cardiac chest discomfort and no action was taken to treat the event. The subject was discharged. Six days later the subject was hospitalized due to lower extremity swelling and thoracentesis was performed. The subject was discharged. In (B)(6) 2017, the subject was contacted and reported shortness of breath from pleural effusion and was on home oxygen. Recent chest computerized tomography (CT) had shown bilateral pleural effusion. The cause of death was assumed to be heart failure due to subject¿s extensive medical history and ongoing multiple co-morbidities.

Manufacturer narrative:
Death date: (B)(6) 2017. Event date: (B)(6) 2017. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) clinical study. It was reported that the subject died. In (B)(6) 2017, the subject was referred for cardiac catheterization. Target lesion #1 was located in the mid right coronary artery (rca) with 90% stenosis and was 14 mm long with reference vessel diameter of 4.00 mm. Target lesion #1 was treated with pre-dilatation and placement of 4.00 x 16 mm study stent. Following post-dilatation, residual stenosis was 0%. The subject was discharged on dual antiplatelet therapy. In (B)(6) 2017, the subject died at home of unknown cause.